Manufacturer narrative:
Product investigation summary: the complaint condition for the 170mm titanium cannulated trochanteric fixation nail (part 456.318 / lot 7966122) was likely caused by premature activation of the locking mechanism; however, this complaint is not likely a result of any design related deficiency. No product issue was identified upon examination of the returned 11.0mm titanium trochanteric fixation nail screw (part 04.032.095 / lot 7924249). The 170mm titanium cannulated trochanteric fixation nail and 11.0mm titanium trochanteric fixation nail screw are implants routinely used in the titanium trochanteric fixation nail system ¿ screw option, per technique guide. The trochanteric fixation nail (456.318) was returned and reported to have become jammed with a second 100mm lag screw preventing the lag screw from locking. This condition is unconfirmed; the second lag screw, which would not go through the nail, was not returned. It is likely that the lag screw was colliding with the locking mechanism, which could have been too low in the nail after being used with the first 95mm lag screw leading to this complaint condition. The device was manufactured in april, 2015 and is less than a year old. The balance of the returned device is fair condition consistent with implantation and removal. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. It is likely that the lag screw was colliding with the locking mechanism which could have been too low in the nail after being used with the first 95mm lag screw leading to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional device product code¿hwc. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported that sales rep met with the hospital staff and confirmed that the complaint description was accurately captured. Sales rep further reported being confused as the wrong lag screw was returned. Rep added that all available devices were washed and returned and that the lag screw the surgical team had issues with during the surgery is not available for return/investigation.

Event description:
It was reported that during a repair of an intertrochanteric hip fracture, a surgeon had difficulty inserting the first of two 11mm/130 degree titanium cannulated trochanteric fixation nails (170mm-sterile). Prior to inserting the first of three lag screws, the technician loaded a 95mm lag screw without issue. The resident inserted the 95mm lag screw into the patient but the lag screw was determined to be too short; therefore, the attending physician requested that the device be exchanged/replaced with a 100mm lag screw. The scrub technician then loaded the 100mm lag screw onto the t-handle inserter. During the insertion, the resident inserted the lag screw approximately halfway into the patient when there was a ¿clunking¿ sound and the handle appeared have potentially slipped. Unclear what had happened, the resident continued to insert the lag screw and positioned the t-handle parallel to the femur. Reportedly, the resident and the attending physician were not able to completely engage the locking mechanism of the lag screw because it appeared to have hit a hard stop. Under fluoroscopy, it was observed that the lag screw inserter was not properly aligned and it appeared that the t-handle lag screw junction had slipped. A second lag screw inserter retrieved and the surgeon exchanged it with the one with a bent tine. The surgeon then attempted to reposition the lag screw with the second inserter so that the handle was parallel to the femur. Despite making micro adjustments forward and backward 10 degrees, the lag screw locking mechanism appeared to continue to hit a hard stop. The surgeon made the decision to exchange the nail with a second 11mm/130 degree titanium cannulated trochanteric fixation nail (170mm-sterile). The resident attempted to re-drill the lateral cortex with an 11mm drill bit when the patient experienced and iatrogenic fracture. The resident later reported that he was taught by a different attending physician that he should press the drill bit firmly against the bone before drilling and was uncertain if this contributed to the fracture. Ultimately, the surgeon decided to convert to an 11mm/130 degree titanium cannulated trochanteric fixation nail (360mm-sterile) and due to the position of the lateral cortex he chose to insert a 110mm lag screw. Additionally, the femur fracture was reduced with a long trochanteric fixation nail but the patient status is currently unknown. The reported surgical delay was estimated to be between 45 to 60 minutes. This report is 1 of 6 for (B)(4).